Event description:
It was also reported that the device was explanted and replaced after additional por's. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient became asystolic and presyncopal during interrogation when the programmer head was placed over the device and a power on reset (por) occurred. The clinician saw a five second pause when the device was not pacing, and pacing resumed once the programmer head was removed. Also the device battery voltage was not displayed following the por a manual reset was done and the device parameters appeared to have resumed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated power-on reset parameters were present.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the device status had a full power on reset (por) of parameters. There was a por on (B)(6) 2012.